Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we can see the pouch with the label that shows the rpn/lot number that match the report. The other photo shows the coil spring bent at the distal end. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The photos provided show the lot/rpn that match the report and the distal end of the wire is bent as reported. Prior to distribution, all savary gilliard wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook savary-gilliard wire guide. It was reported that the device was bent in packaging. Picture provided by customer showing the coiled distal end of device bent. This occurred prior to patient contact; there was no impact to the patient.